Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas related to vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to liver failure and experienced a blood leak alarm during hd therapy on (B)(6) 2021. Follow-up with the inpatient bio-medical technician (bmt) and clinical charge nurse (ccn) confirmed the patient was undergoing hd therapy on (B)(6) 2021, when a blood leak alarm occurred (timeline not provided). The patient¿s treatment was stopped, and a blood leak test strip confirmed the presence of blood in the dialysate. The treatment was terminated, and the patient¿s blood could not be returned, which resulted in 250 ml of blood loss. The nephrologist ordered the termination of hd therapy and on (B)(6) 2021 the patient was transferred to the intensive care unit for worsening liver failure and the initiation of continuous renal replacement therapy (crrt). The patient tolerated crrt from (B)(6) 2021 without issue and was discharged home on (B)(6) 2021 with hospice due to a diagnosis terminal liver failure. The patient¿s current disposition is unknown, as attempts to reach the patient¿s outpatient dialysis unit were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing an optiflux 180nre dialyzer, and the serious adverse event of blood loss (approximately 250 ml), as the patient was actively undergoing hd therapy when the events occurred. Per the ccn and bmt, a blood leak test strip confirmed the presence of blood within the dialysate line and was visibly tinted yellow. Although the hospital nephrologist suspected the patient¿s elevated bilirubin level falsely tripped the blood leak alarm, it does not explain why the blood leak test strip was positive. Based on the totality of the information available, the optiflux 180nre dialyzer cannot be excluded from having a possible causal/contributory role in the patient¿s blood loss event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to liver failure and experienced a blood leak alarm during hd therapy on (B)(6) 2021. Follow-up with the inpatient bio-medical technician (bmt) and clinical charge nurse (ccn) confirmed the patient was undergoing hd therapy on (B)(6) 2021, when a blood leak alarm occurred (timeline not provided). The patient¿s treatment was stopped, and a blood leak test strip confirmed the presence of blood in the dialysate. The treatment was terminated, and the patient¿s blood could not be returned, which resulted in 250 ml of blood loss. The nephrologist ordered the termination of hd therapy and on (B)(6) 2021 the patient was transferred to the intensive care unit for worsening liver failure and the initiation of continuous renal replacement therapy (crrt). The patient tolerated crrt from (B)(6) 2021 without issue and was discharged home on (B)(6) 2021 with hospice due to a diagnosis terminal liver failure. The patient¿s current disposition is unknown, as attempts to reach the patient¿s outpatient dialysis unit were unsuccessful.